Manufacturer narrative:
For two events, the investigation determined the service actions resolved the issue. Follow up actions for one of these events include: the field service representative adjusted the pmt voltage and performed blank cell calibration. Follow up actions for one of these events include: the field service engineer performed nozzle and mixer adjustments. The grounding of the reagent compartment assembly was checked. The pinch valve tubing was checked. A system volume check and a photomultiplier tube high voltage check were performed; these performed within specifications. Performance testing was run and was successful. The customer ran controls and these passed. For four events, the investigation did not identify a product problem. The cause of the event could not be determined. Follow up actions for one of these events include: the overall condition of the analyzer was ok; all maintenance was done on time. Follow up actions for one of these events include: the field service engineer replaced the pinch valve tubing. Follow up actions for one of these events include: the field service engineer performed a photomultiplier high voltage adjustment and ran performance testing and calibration. All results were within specifications. There were no follow up actions for one of these events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers cont'd: (B)(4).

Event description:
Questionable results were generated by cobas e 411 immunoassay analyzers. The events involved 20 patients with the following: 6 questionable results for elecsys tsh, 4 questionable results for the elecsys hcg + beta test system, 11 questionable results for the elecsys pth stat immunoassay. Two patients were aged 26 - 37 years. The remaining patients' ages were requested, but were not provided. One patient weighed (B)(6). The remaining patients' weights were requested, but were not provided. There were two females. The remaining patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.